Event description:
Dealer is stating that the right crossbrace cracked in half at the bolt. End user was either folding or unfolding the chair when this happened, end user was not in the chair.

Manufacturer narrative:
A returned was issued and the product was evaluated upon receipt. The complaint was confirmed for the cross brace being broken at a screw hole. Root cause unknown.

Event description:
Dealer is stating that the right crossbrace cracked in half at the bolt. End user was either folding or unfolding the chair when this happened, end user was not in the chair.

Manufacturer narrative:
A returned was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.